Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7; -11.0/+1.0/093 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2024 as a replacement lens complaint. It was indicated the patient's vault is still too narrow but better then before. There will be a follow up visit in 6 months. Lens remains implanted.